Event description:
Home patient called the baxter technical assistance line due to a reload set message on the homechoice machine during priming. The pt was instructed to remove the cassette. The patient noted the cassette was wet, indicating a leak in the homechoice cassette. Per the rn, no pt injury or medical intervention associated with this incident.